Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned, not severed. Based upon markings on the electrode, it was determined there was full connection between the electrode and the s-ICD. The inappropriate shock, noise, oversensing, undersensing, low amplitude or poor morphology and suspect of lead fractured allegations were not confirmed based resistance testing that assessed electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The x-ray showed no conductor issues. Analysis did note a crack at a bubble in the polycin vorite inside the lumen area of the notch. The crack is to the surface only and not through the insulation.

Event description:
It was reported that review of the presenting electrogram (egm) found undersensing and small variable r wave amplitudes. Boston scientific technical services (ts) was consulted and upon further review, noted there was no oversensing and the subcutaneous implantable cardioverter defibrillator (s-ICD) appropriately marked noise. The signal size was causing undersensing of p waves. Ts suggested bringing the patient in to see if the noise was reproducible. The patient was brought into the office and the noise was not able to be reproduced, thus the cause of the noise was not able to be determined. At the time the physician chose to continue to monitor the patient. Almost two years late the patient received an inappropriate shock due to oversensing of noise. The noise was thought to be originating near the sensing electrode. The clinician contacted ts again and inquired if the noise could be related to a lead fracture, ts noted it could, but discussed that it is not the typical noise seen with a fracture in the area distal to the sensing electrode. Ts suggested an x-ray to check for electrode integrity, location and how the electrode exits the header of the device. Ts further discussed that the smartpass feature was off due to low amplitude r wave measurements where there was likely undersensing. The patient's wife contacted ts approximately one month later and noted that the subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed off and the patient was fitted with a life vest. The patient's wife stated that a revision procedure was scheduled for replacement. Approximately one month later the s-ICD and electrode were explanted and replaced with another manufacturer's transvenous implantable cardioverter defibrillator (ICD) and leads. The field representative noted that although the clinic suspected an electrode fracture, it was unable to be confirmed via x-ray or visual inspection. No additional adverse patient effects were reported. Additional information was received as the patient submitted a medwatch form to maude. On the form the patient noted the life vest beeped at least twice a day to alert the patient of a shock delivery and the patient believes they have developed post traumatic stress disorder (ptsd) from this situation. The patient further claimed that they have palpitations due to ventricular tachycardia (vt) more often then previous and since the inappropriate shock their heart feels worse. The field representative is attempting to obtain additional information regarding any information as to a clinical diagnosis of the patient's allegations. Please reference mw5099236.

Event description:
It was reported that review of the presenting electrogram (egm) found undersensing and small variable r wave amplitudes. Boston scientific technical services (ts) was consulted and upon further review, noted there was no oversensing and the subcutaneous implantable cardioverter defibrillator (s-ICD) appropriately marked noise. The signal size was causing undersensing of p waves. Ts suggested bringing the patient in to see if the noise was reproducible. The patient was brought into the office and the noise was not able to be reproduced, thus the cause of the noise was not able to be determined. At the time the physician chose to continue to monitor the patient. Almost two years late the patient received an inappropriate shock due to oversensing of noise. The noise was thought to be originating near the sensing electrode. The clinician contacted ts again and inquired if the noise could be related to a lead fracture, ts noted it could, but discussed that it is not the typical noise seen with a fracture in the area distal to the sensing electrode. Ts suggested an x-ray to check for electrode integrity, location and how the electrode exits the header of the device. Ts further discussed that the smartpass feature was off due to low amplitude r wave measurements where there was likely undersensing. The patient's wife contacted ts approximately one month later and noted that the subcutaneous implantable cardioverter defibrillator (s-ICD) was programmed off and the patient was fitted with a life vest. The patient's wife stated that a revision procedure was scheduled for replacement. Approximately one month later the s-ICD and electrode were explanted and replaced with another manufacturer's transvenous implantable cardioverter defibrillator (ICD) and leads. The field representative noted that although the clinic suspected an electrode fracture, it was unable to be confirmed via x-ray or visual inspection. No additional adverse patient effects were reported.